Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2722 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). . At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2722 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal date: (B)(6) 2019). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 904760) for female sterilisation. The patient had a medical history of dysmenorrhea, tonsillectomy, covid-19, galactorrhea, fatigue, adrenalectomy, loop electrosurgical excision procedure, miscarriage, hypertension, peptic ulcer, anxiety, dyspareunia, ovarian cyst, abnormal uterine bleeding, pelvic pain, parity 3 and multi gravida. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2722 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: final diagnosis specimen "a": foreign body, right fallopian tube: metallic coil consistent with essure device (gross examination only) specimen "b": foreign body, left fallopian tube: metallic coil consistent with essure device (gross examination only); on (B)(6) 2022: uterus, hysterectomy with bilateral salpingectomy: cervix and endocervix; moderate chronic inflammation and reactive change. Endometrium; weakly proliferative endometrium without atypia. Myometrium; leiomyomas. Bilateral fallopian tubes; no histologic abnormality. Gross description: bilateral fimbriated fallopian tube (left: 7 -.0 cm in length x 0.7 cm in diameter, right: 7.0 cm in length x 0.9 cm in diameter). [Ultrasound pelvis] on (B)(6) 2022: uterus: uterus demonstrates normal myometrial echotexture. Anteverted uterus. No uterine mass or fibroid. Endometrial stripe: endometrial stripe is within normal limits. Nabothian cysts in the cervix. Right ovary: right ovary is within normal limits. There is normal arterial and venous doppler flow. Left ovary: left ovary is within normal limits. There is normal arterial and venous doppler flow. Bilateral ovarian follicles. Free fluid: no evidence of free fluid. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.